Event description:
The manufacturer received information alleging a ventilator's exhalation valve leaked. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's overhead blower filter and active exhalation control module were found to be contaminated with dust and were replaced to address the issue.